Manufacturer narrative:
The quatrro catheter associated with this complaint was not returned for evaluation. The customer disposed the catheter. Since the device was not returned, an investigation could not be performed and a root cause could not be determined.

Event description:
After 24 hours of ivtm therapy for hypothermia, the facility's register nurse reported that the thermogard ivtm system generated "air trap" alarm and hospital staff noticed the 500 ml. Saline bag had emptied. The staff checked the tubings and around the thermogard system for fluid leak and did not observed fluid. Staff placed another 500 ml. Saline bag and apparently appeared to be running well, however; the following morning, staff noticed the saline bag had emptied again and the patient wasn't reaching target. Ivtm therapy was discontinued because the patient woke up. Staff removed the quattro catheter (lot #unknown) and disposed it, only the start-up kit (lot #unknown) was saved. The thermogard ivtm system has no malfunction and it is currently in clinical use. Per user, there was no adverse impact on patient due to saline infusion. No consequences or impact to patient was reported.